Event description:
Boston scientific received information that this device system detected a high shock impedance measurement greater than 125 ohms. Additional information was sought from the local area sales representative and it was noted that the clinic was to continue monitoring via the home monitoring system and through in office checks. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.